Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a low out of range shock impedance measurement of 0 ohms. A review of device data indicated at the time of the out of range measurement, tachycardia therapy had been programmed off, potentially due to an unrelated surgery taking place. Minute ventilation oversensing was also noted around this time. Troubleshooting options were provided to the field and the ICD remains in service. No adverse patient effects were reported.